Manufacturer narrative:
A general reagent issue can be excluded because the qc was within ranges. The centrifuge time appeared to be too short and the speed appeared to be too slow. The service action (adjusting the rinse water level) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with alt assay and ast assay on a cobas c 503 analytical unit when compared to different analyzers. Alt: initial result: 9.57 u/l (accompanied by data flag). 1st repeat result: 54.1 u/l. 2nd repeat result: 7.06 u/l (tested on another analyzer). Ast: initial result: 40.5 u/l (accompanied by data flag). 1st repeat result: 50.6 u/l. 2nd repeat result: 32.7 u/l (tested on a cobas pure analyzer). No questionable results were reported outside the laboratory. The 2nd repeat results were deemed to be correct.

Manufacturer narrative:
The alt reagent lot number was 773158. The expiration date was not provided. The ast reagent lot number was 774093. The expiration date was not provided. Qc was acceptable on the day of the event. The field service engineer found that the rinse water level was low. He adjusted the rinse water level. Precision studies were performed and they were within specifications. The investigation is ongoing.